Event description:
It was reported that an aleutian lordotic an implant fractured during implantation. A second implant was available to successfully complete the surgery with a 20 minute surgical delay. No adverse consequences, or medical intervention were reported.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that an aleutian lordotic an implant fractured during implantation. A second implant was available to successfully complete the surgery with a 20 minute surgical delay. No adverse consequences, or medical intervention were reported.